Event description:
Customer states that a sample with anti-k did not react in manual gel with 0.8% surgiscreen lot vss140, cell 3 k+k+. Immediate spin crossmatches performed. 1 unit of red cells transfused to the pt in 2008. Customer suspected a possible transfusion reaction because the pt had a fever. Pretransfusion temp had not been taken by the nurse, so it is unk whether the pt had a fever prior to receiving the unit. Pt was discharged from the hosp. Customer stated that quality control testing had been satisfactory. No death or serious injury associated with this incident.